Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to no button response. No strange noise noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and it was making a strange noise. The blood glucose at the time of the incident was 68 mg/dl; the customer had glucose tablets and a yogurt to treat. She stated that her blood glucose was low because she over calculated for what she ate. Current reading was 266 mg/dl. The customer stated that the device was not exposed to moisture and a button was not pressed for 3 min or longer. The device was returned for analysis.